Event description:
The manufacturer received info alleging a ventilator reset, alarmed and stopped working while in use. There was no pt harm or injury reported. The device has yet to be received for eval by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.